Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room (ER) due to bg (blood glucose) values reaching over 500 mg/dl (high). His mother gave him a shot of insulin from their emergency pen of 12 units prior to going to the ER. Patient was given 2 bags of IV fluids, blood tests, and urine tests. Patient had severe nausea and was vomiting. The mother stated that she did not notice anything when they took the device off, but they were heading for the hospital and she put the pod in her purse; now she sees that the cannula looked bent but could not say if it came off of him that way or if it got bent later. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly deployed. No defects or deficiencies were found that would result in a failure of the device to deliver insulin. No bends in the soft cannula were found.